Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level that was displayed as "low": although a specific value was not provided. Cause was unknown. Customer was treated with intravenous fluids of saline which resolved the issue with no permanent damage. Customer was discharged later that day. Recommendation was made to consult with a healthcare provider regarding diabetes management.